Event description:
The patient called animas on (B)(6), stating that she primed the pump while she was attached to the pump. She says she always disconnects to prime but one time she did not and her blood glucose level dropped to 38 mg/dl. She says she was already in the hospital at that time for something other than diabetes and the health care staff gave her apple juice. The patient said it was a past event and it is unknown what pump she was on at the time. This complaint is being reported because the patient reportedly primed her pump while attached to the infusion set and suffered a blood glucose level indicative of hypoglycemia.

Manufacturer narrative:
Device serial # may be speculative. It is unknown which pump the patient used.the pump has not been returned to animas. It was determined that the cause of the patient injury was use error. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.